Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) system had a pocket infection approximately two months after being implanted. The ipg system, which was initially implanted within an absorbable envelope, was explanted. No further patient complications have been reported as a result of this event.